Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates lead was cut or snipped approx. 6cm distal of proximal terminal pin, with evidence of flared coil wire ends. X-ray of lead confirms no portion of the j stiffener wire was received and confirms no coil wire fractures.